Event description:
Info received indicates the brakes are faulty.

Manufacturer narrative:
The technician found that the plastic nut which fits on the end of the brake plunger was unscrewed preventing the brake on that caster from releasing. The technician adjusted the caster to repair the bed.